Manufacturer narrative:
H6; code 100: excessive weld caused the yielding of the cartridge tu be crimp upon the initial firing of the instrument, making the device nonfunctional.facility experienced an event with your endopath endoscopic multifeed stapler while performing a lap hernia repair. The product complaint analysis team has completed its investigation of the device which was returned to co with product inquiry #971815. The results of the investigation conducted by the appropriate engineers and technicians are listed below. Visual inspections and results: head rotates: yes. Nose shroud cracked/broken: no. Staples in nose: no. Staples in the track: yes. Trigger engaged with precock: yes. Functional tests and results: cycled instrument: no. Analysis conclusion: based upon the inquiry info received and the visual examination, it was concluded that the reported instrument "jammed" during surgery may have been due to an excessive cartridge weld. The instrument was received with a yielded cartridge tube crimp and no functional testing could be performed. The instrument was disassembled and the tube appeared to have been crimped sufficiently. The cartridge weld was observed to be excessive, which would have caused or subsequent yielding of the cartridge tube crimp when the instrument was fired, due to the tightness of the stapes in the track nose. There were 19 staples remaining. The excessive cartridge weld was due to an assembly error. The assembly management has been notified of this incident and product inquiry will monitor for add'l occurrences. Co strives to understand each incident as it occurs in order to continuously improve the products.

Event description:
The device was used during a laparoscopic hernia repair procedure. It was reported by the affiliate that the device jammed after firing the first staple. The device did not fire after it became jammed. A new device was used to complete the case. There was no patient consequence.